Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged plunger stopper / difficult to move plunger was not observed. In the photo one syringe has the plunger pushed to the bottom and the other syringe has a gap. No defects can be seen from the photo. The physical sample would be needed for further investigation. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to damaged stopper / difficult to move plunger as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿, the device experienced deformed plunger (rubber stopper). This event occurred three times. The following information was provided by the initial reporter. The customer stated: gas syringe is defective. It's observed an issue in stopper, which is found twisted and presents resistance to handle the syringe.